Event description:
Olympus was informed that the user facility has two scopes that have been cultured multiple times by infection control and they continue to grow an unknown organism.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. Per the user facility, due to an increase in patient infections, the university (B)(6) infection department mandated that all of the scopes (10 in total) be tested by an independent laboratory. The scopes were first reprocessed by the hospital and then tested by an independent lab. Two of the scopes came back positive for an unknown organism. These two scopes were reprocessed and tested again with the same results. The scope in this report has not been linked to any patient infection. The scope was sent in to olympus as a precaution because it tested positive for an unknown organism. The device referenced in this report was sent to an independent microbiology laboratory for microbiological testing. Test results from this testing are not yet available. A physical evaluation of the scope will follow once the scope is received from the laboratory. A supplemental report will be submitted, if additional and significant information becomes available later. This report is being submitted as an MDR in an abundance of caution. Please cross-referenced medwatch report #8010047-2012-00375 for the second scope.